Event description:
It was reported that a thromboembolism and cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient experienced a thromboembolism, resulting in blood clots embolizing to the patient's brain and contributing to a cva. The patient also had blood clots embolize to their spleen. The patient had an emergency splenectomy to treat the blood clots in their spleen. The patient planned to have a follow up transesophageal echocardiography (tee) imaging appointment on (B)(6) 2021 to analyze the results.